Event description:
Pulmonetic systems, inc. Received a call from a representative of facility on 09/04/02. The representative reported the following problem: continuous reboot, unable to stop. No patient harm.